Event description:
It was reported that the external pulse generator shut itself off when the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator shut itself off when the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Both bail covers are contaminated. One printed circuit board flex connector is creased. Battery contacts are compressed. The ring is bent. Battery drawer is broken. Keyboard window is scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.